Event description:
Pt was being transported from an MRI compatible stretcher from (B)(6) medical (catalog item pt3510 sn# (B)(4)) and the stretcher would not lock in its place and has already once before become stuck in trendelenburg position. Pt hit her head on the MRI coil during pt transfer because the bed would not lock appropriately to its height. FDA safety report ID# (B)(4).